Event description:
It was reported the pt was unable to charge her ipg and it is no longer functioning. The pt to follow-up with her physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.